Event description:
It was reported that during a left internal carotid artery stenting procedure, the large nav6 emboshield was deployed distal to the lesion past the distal bend in the artery. An rx acculink 7-10x30mm stent was successfully implanted. The emboshield retrieval catheter was advanced, but would not cross through the stent to retrieve the filter element. The retrieval catheter was removed and an rx accunet shapeable tip recovery catheter was used to successful capture and remove the filter element. There was no adverse patient sequela and no clinically significant delay in procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.it is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.